Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected reservoirs o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 5xx insulin pump. Conclusion: reservoirs do not leak and no air bubbles. Evaluated two opened/used reservoirs. Inspected reservoirs o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 5xx insulin pump. Conclusion: reservoirs does not leaks and no air bubbles.

Event description:
Customer reported via phone call that the reservoir was leaking at the o-rings. Customer saw insulin in the reservoir compartment. Customer's blood glucose was 412 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.